Event description:
The handheld and flashcard were returned to the manufacturer on november 13, 2013. Visual analysis of the handheld was able to identify that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned flashcard and a cause for the reported allegation of "sql error" was identified. The likely cause for the reported allegation is associated with a demo generator, and not the vns software. A review of the patient data identified an anomaly associated with the total on time of a 103 demo generator. This was also the last generator interrogated. A review of the device history records for the generator verified that it had not gone through final test. As a result, the generator memory had not been properly initialized, most likely causing the reported sql errors when interrogated. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the error message ¿error in executing sql statement¿ was seen while trying to interrogate. A new handheld was sent to the site. It was reported that the site has multiple programming systems so no patients were affected. The handheld is expected to be returned for analysis; however, has not been received to date. An ¿error in executing sql statement¿ message was also reported for another handheld at the same office on the same date which was reported in MFR. Report # 1644487-2013-02497.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.